Event description:
It has been reported to philips that the reports could not be saved in intellispace cardiovascular (iscv) web reporting. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.